Event description:
It was reported that the trend data indicated episodes of non-sustained tachycardia noted due to what appears to be far field p waves due to the sensitivity settings of the ventricular lead. The lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.